Event description:
It was reported that the applier broke during closure of a clip after applying the 6th clip. Clinical consequences: the broken part fell into the patient and was retrieved. Additional information: there was no patient injury. Another applier was used.

Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number , we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. During visual and functional examination, we found the following: pull rod strongly bent/deformed, mouth joint broken due to excessive force applied to the handle. Too much pressure on the handle lead to an overload of the pull wire and the mouth joint. Root cause is determined to be excessive force to the handle during use. No further measures will be initiated.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier broke during closure of a clip after applying the 6th clip. Clinical consequences: the broken part fell into the patient and was retrieved. Additional information: there was no patient injury. Another applier was used.